Manufacturer narrative:
The explanted corneal inlay was received by the manufacturer and device evaluation is in progress. (B)(4). Reference MDR# 3005956347-2017-00010 for the initial inlay.

Event description:
On (B)(6) 2017, the surgeon provided the following new information. The corneal haze was characterized as central corneal haze. Haze was observed around the inlay with mild in-growth and interface debris surrounded the inlay, especially temporally. The origin of the debris is unknown, but appeared greasy. Prior to explantation of the inlay, the patient's bcdva decreased to counting fingers. Bcdva improved to 20/40+1 on (B)(6) 2017. Keratectomy scar has resolved. Once this new information was received, it was learned that MDR #3005956347-2017-00010 had been filed on 12/15/2016 for the first inlay that was implanted in this same patient. The events summarized in this report were thought to be contributory, including use of celluvisc on the flap.

Manufacturer narrative:
The device history record for this manufacturing lot was reviewed and the device met all release criteria and there were no discrepancies or unusual findings that relate to the reported event. The explanted inlay has not been received at this time. Additional information is being requested. Complaint reference number: (B)(4). Date emdr submitted to FDA: 01/13/2017.

Event description:
The patient underwent implantation of the raindrop corneal inlay in the left eye. After the one day postoperative visit, the patient experienced progressive blurry and hazy vision in the operative eye. Three weeks postoperatively, the inlay was explanted due to scarring in the interface which was progressing into the inlay area. During inlay explantation the surgeon observed a mucous material in the interface, but was able to remove all the debris. Post explant there is slight haze present in the area, but it is inferior/nasal to the central visual axis. Additional information is being requested.

Manufacturer narrative:
The explanted inlay was returned to the manufacturer and subjected to visual microscopic inspection and dimensional analysis. Cuts and debris were observed on the device, but these findings are consistent with findings for corneal inlays that have been explanted since surgical instruments are required to remove the device from the eye and place it in a hydrated storage container for transport. There was no mucus type material observed on the inlay. The edge thickness and diameter of the inlay were measured and found to be within specifications. The explanted inlay was then sent to an outside laboratory in order to identify and characterize any particulate matter, if present on the inlay. Unfortunately, the inlay tore when removing the device from the vial and no contaminant could be identified for analysis. Although the third-party investigation was compromised, based on the investigation of the first inlay implanted in this patient (reported under #3005956347-2017-00010), we conclude that the use of celluvisc was likely a factor. (B)(4). Reference MDR# 3005956347-2016-00010 for the initial inlay.

Event description:
The following new information was provided on july 26, 2017. At last examination on (B)(6) 2017, the patient's bcdva improved to 20/20 with trace central corneal haze and minimal epithelial in-growth. There is no further patient follow-up scheduled.